Event description:
It was reported the pt was "gravely ill and not expected to survive" when admitted to the surgical intensive care unit (ICU) with a diagnosis of necrotizing pancreatitis and a low platelet count. The pt was on mechanical ventilation. A fecal management system was inserted for diarrhea. Reportedly, "while the fms was in place, the pt developed uncontrollable rectal hemorrhaging." As a result, a colonoscopy performed and a rectal ulceration was found about three centimeters (3 cm) from the pt's anal verge. An unsuccessful attempt was made to embolize the ulcer. The pt later expired .the pt's cause of death was requested but not received.

Manufacturer narrative:
Based on the available info, this event is deemed to be a death. No further info was available at the time of the report. Add'l pr and event details have been requested. Should add'l info become available, a follow up report will be submitted. Reported to the FDA on (B)(6) 2015. FDA registration number: reporting site: (B)(4).